Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). During the revision it was confirmed that the lead was dislodged. The lead was successfully explanted and replaced. The lead was disposed. No additional adverse patient effects were reported.